Event description:
In the manuscript "complications of injectable fillers: part ii: vascular complications", (unpublished; in peer review for the aesthetic surgery journal) the author describes the following case study: approx 12 hours following accidental intra arterial injection of ha filler into the labial artery" pt presented with "severe pain and extreme tenderness of the region." The pt "would not allow examination until after administration of a local nerve block. After anesthesia, examination showed extremely slow capillary refill on digital compression, interpreted as arterial insufficiency." Pt was promptly treated with "hyaluronidase injections into the ischemic regions followed by message." The pt "made a complete recovery without scarring." The MFR of the device was not known to the author; allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. The reporter has declined to provide allergan further info regarding event, product, or pt details. The event involving ischemia, and pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.